Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead and the pg were explanted due to infection. No further information has been provided at this time.

Manufacturer narrative:
Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead and the device were explanted due to infection. No additional adverse patient effects were reported. The rv lead and the device (pulse generator) were discarded due to infection.